Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and field service was not requested; therefore, the failure mode cannot be confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. No part was repaired, replaced, or returned for evaluation. Per the customer the functional testing of the dialysis machine post adverse event was completed by the user facility and the only issue found was that the alarm volume, while audible, was not turned up all the way.

Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during dialysis treatment. It was reported the patient did los 1 liter of blood; however, did not require a transfusion and suffered no lasting ill effects. The investigation is pending a supplemental MDR and will be filed at the completion of the investigation. (B)(4).

Event description:
A user facility reported at 10:21 am, the patient's regular 3.5 hour hemodialysis treatment was initiated. At 1:17pm, it was discovered the venous needle had been pulled out by the patient. The needle was found located between the patient's body and arm. The normal venous limit alarm was set properly; however, the alarm did not sound to notify staff of the potential problem. Patient was sent to the hospital and was alert w/stable vital signs. Blood pressure: 151/62, heart rate: 83 regular, temperature: 98.0. Staff on duty estimated 1 liter of blood loss. Patient did not require a blood transfusion at the hospital. The patient was discharged from the hospital on (B)(6) 2015. Per the clinical mgr, the needle got pulled out from the patient's arm and the unit's alarm was not set high enough to hear. The unit was still operating; during post placement inspection, nothing was found wrong w/the unit. The patient was given ethergen an esa to up her hemoglobin count and is getting better. The patient continues therapy w/out issue. There was nothing wrong w/the bloodline. Functional testing of the dialysis machine post adverse event form was completed according to policy. The only issue found was the alarm volume (although audible) was not turned up all the way. No issues were found w/the unit.